Event description:
The md inflated the balloon in right renal artery stent. The balloon ruptured leaving parts in the right renal artery causing right renal artery thrombosis. The practitioner attempted to remove parts for approximately one hour. A snare and other methods were used. We are awaiting the MFR response.